Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 285 mg/dl. The customer¿s current blood glucose value was 350 mg/dl. The customer did not experience any symptoms of high blood glucose value. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated the battery compartment was damaged. No further complications were reported. The customer will discontinue to use the device. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged pump has cosmetic damage (cracked backside of pump) causing high bgs. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, and sleep current measurement, however failed the active current measurement due to low impedance. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and found moisture damage due to corrosion on the battery tube. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, pillowing keypad overlay, cracked case on corner of belt clip rails, and missing display window/cover. Customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Unable to confirm alleged high bg's.